Event description:
The company, alcon discontinued making my contact lenses air optix aqua, and I was given a new brand at the doctor's office. Air optix plus hydraglyde. I wore the contacts 3 times, the first two times they were only worn for about 3 hours, in which my eyes felt a little dry with no redness. The third time I wore them for 6 hours and my eyes turned very red, irritated, and so I took them out. They burned after taking them out and I had trouble seeing. The next morning I called my dr and went in for a visit. She conducted that the contact lenses caused ulcers on both of my eyes, even with little wearing of them. I was prescribed an eye drop to help heal my eyes. The doctor stated that the lenses were new and that they should not have caused ulcers with barely any wear.